Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Refer to medwatch # 2032227-2015-51423.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the prime. The blood glucose reading was 102 mg/dl. The customer had changed out the infusion set three times before calling and was unable to troubleshoot for the no delivery alarm. The customer reported that the insulin pump alarmed for a failed battery when trying to screw the battery cap back in after accidentally removing it. The issue was resolved when the customer inserted a new battery. The customer also reported that the back light did not come on. It was discovered that the back light did not activate due to the buttons on the insulin pump having become unresponsive. The customer did not recall any event leading to the keypad issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instruction.